Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable broke and no longer could charge the pump battery. Customer replaced the cable to resolve the issue. There was no reported impact to customer's blood glucose.